Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on (B)(6) 2025 who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were peeing a lot and started having diarrhea. Patient states the doctor instructed to call manufacturer. Agent reviewed how to increase settings. Patient will monitor symptoms. Additional information was received from the patient on 2025-apr-16. Patient repeated previously reported therapy issues. Patient mentioned turning up stim did not do anything with their symptoms. Reviewed changing programs and increasing stim. Patient was able to change programs and increase stimulation at a comfortable level during the call. Patient to monitor symptoms. Redirected to healthcare provider (hcp) if symptoms persists. Additional information was received from the patient on (B)(6) 2025. Patient called back repeated previously reported therapy issues. Patient requested assistance in decreasing stimulation and also reported having problems connecting to the ins for the past 3 days. Agent reviewed communicator lights and patient confirmed seeing blue and orange light. Patient confirmed the communicator is plugged in. Agent had the patient unplug the communicator and walk them through connecting to the ins and decrease stim. Patient was able to decrease stimulation at the current program and confirmed that they are at a comfortable level. Patient added that they had a kidney infection before that's why they were urinating a lot. During the last call patient mentioned that they had changed programs and wants to switch back to their previous program with a high stim level as they don't have a uti anymore. Patient stated they are constipated and not urinating as much as they think they should on the current program. Agent recommended to maintain current program and just decrease stim. Patient to maintain current therapy setting, patient was redirected to hcp if symptoms persists.